Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas® mpx - 480t results from the cobas 5800 compared to results from genxpert. The cobas 5800 is not officially installed at the site, and the customer was performing validation comparisons. The results from genxpert were positive (reactive), but the results were negative (non-reactive) using the cobas 5800. The user alleged there were two samples affected for hiv and seven samples affected for hcv. It was not known if the results were used for diagnostic purposes or if any questionable result was reported outside of the laboratory.